Event description:
During preventative maintenance of the device, the field service representative reported that the level sensor would not detect level detection. Since the event occurred during preventative maintenance, there was no patient involvement during this event.